Manufacturer narrative:
H3: product analysis found the reason for return has been confirmed. All connections (dock, cable, wireless) are functional, but the nim 4.0 vital console fails the patient module connector 12v test (0v output). The power management board is defective. There is writing on the housing that cannot be removed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; h3: product analysis found customer's reason for return has been confirmed. The patient interface cable connection is loose. Some leads sockets are loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, there were difficulties connecting the box, with messages such as interface disconnected, requiring the system to be plugged in and unplugged several times to achieve a functional connection. Wireless issues. Spontaneous and continuous nerve stimulation when the stylus is not in use and the patient is properly anesthetized, making the use of nim very complicated. Artifacts on nim during parotidectomy. 2 or 3 times the screen ¿freezed¿ during settings. Procedure completed with same nim. There was no patient impact.